Manufacturer narrative:
On may 16, 2022, mentor became aware that the patient's implants were replaced with the following devices: (right) 500cc mentor memorygel breast implant catalog: 3505004bc lot: 9661200 sn: (B)(6) and (left) 500cc mentor memorygel breast implant catalog: 3505004bc lot: 7745751 sn: (B)(6). Mentor also became aware that the patient suffered bilateral breast asymmetries and right breast capsular contracture (baker grade unknown). Ultrasound also identified a cyst on the upper quadrant of the left breast, however, it was non-palpable during the revision surgery. On may 27, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the sm mpp gel 375cc breast implant was found to be ruptured and received in two parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with two 375cc mentor memorygel breast implant prostheses and experienced left-sided cutaneous contour deformity and right-sided rupture postoperatively. The patient can feel the left implant over her skin, and ultrasound indicates right-sided rupture. The diagnosis was confirmed based on physical examination. At the time of this report, mentor has received no information regarding an expected explantation date. This report is for the right-sided prosthesis.

Manufacturer narrative:
On april 28, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.

Manufacturer narrative:
On 17-mar-2022, mentor received additional information regarding the explantation date. The patient is scheduled to undergo explantation on (B)(6) 2022. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Updated reason for device explant and/or reoperation: rupture. Section d 6b. Date of explantation: (B)(6) 2022. Manufacturer's reference number: (B)(4).